Manufacturer narrative:
Updated fields: d4, d8, d9, g6, h1, h2, h3, h4, h6, h8, h11. The cerelink probe basic kit (826850) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to unstable sensor performance or incorrect selection of semiconductor components. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3013886523-2025-00327, 3013886523-2025-00329. A nurse reported a cerelink monitor (ID 826820) and cerelink sensor (ID 826850) have an error message. The intracranial pressure (icp) had drifted lower and lower until they started to read negative values. Therefore, it was replaced 5 days after its placement. Then the second sensor was placed in the pediatric intensive care unit (picu) however, it failed 16 hours after placement. The nurse stated that cerelink flashed a warning saying that the cerelink would restart in 2 minutes. The cerelink turned off and then turned back on. When it turned on, it gave the error screens. The EKG lead was attached the entire time and replaced the EKG patch and tried a new cable to solve the issue. A new monitor was used to replaced; however, all keys were unable to be used and could only shut the monitor off.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.